Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, when the surgeon placed the plastic coupler on the abdominal guide, he heard a pop. As it was pushed back through the patient to bring the tape back to the abdominal side, the plastic coupler stayed inside the patient. The surgeon did some vaginal sweeps but did not locate the coupler. An x-ray was completed but did not locate the device. A second surgical procedure was performed in 2008 to remove the coupler. The reason stated for removal of the coupler was chronic pain. There was no further consequence to the pt.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.